Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber output beam changed from side firing to end firing after 270,715 joules and 38 minutes of use. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the second fiber was utilized to complete the procedure. There was no patient injury due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.